Event description:
It was reported that pt wasn't getting efficacy. They did a dye/roller study and didn't see anything, no abnormalities. Then they did a trial around the catheter. There was no major response during trial. They decided to replace the entire system. In surgery on (B)(6) 2010 when the doctor cut the catheter to take out, the catheter was draining clear fluid. So the entire system was replaced. The catheter that was used ended up being a catheter that was recalled. On (B)(6) 2010 following the surgery, the pt had a 102.4 fever and an elevated wbc count and a hemoglobin and hematocrit (h&h) was low. The pt treated the fever with tylenol. As of (B)(6) 2010, the pt had a low grade fever of 99 degrees despite being on tylenol. There were concerns related to the catheter being involved in a recall involving an endotoxin issue. On (B)(6) 2010, the doctor did not believe the temperature to be associated with the endotoxin issue and said, he was treating pt with antibiotics as it was not device related. The medication in the pump was noted as a concentration of 2000 mcg lioresal with a dose of 1099.1 mcg/day. The pt recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).